Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
Device details corrected following receipt of further information. As a result, it can be confirmed that the devices involved were not subject to a market withdrawal, as originally indicated. The combination of devices involved, do however constitute an off label application in the united states.

Event description:
It was reported that revision surgery is scheduled to be performed. Pain and discomfort reported.